Event description:
A journal article was received which contained information regarding epicardial leads in pediatric patients. There was one reported case of mediastinitis which occurred four days after implantation of the lead. The patient was created with systemic antibiotics and irrigation. The patient recovered completely. The lead appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Potential models could include 4965 or 4968. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article:left ventricular pacing in neonates and infants with isolated congenital complete or advanced atrioventricular block: short- and medium-term outcome. Europace. 2015;17 (4):603-610. (B)(4).